Manufacturer narrative:
(B)(4) - (failure to open). According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).

Event description:
Note: this MFR report pertains to one of two device complaints that occurred during the same procedure. Refer to associated MFR report #3005099803-2009-05222 for a description of the other device. It was reported to boston scientific corporation that two resolution clip devices were used during a procedure performed on (B)(6), 2009. According to the complainant, when the physician tried to release the clips, they came out of the catheter but never opened. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be stable. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.